Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in the report is the complaint awareness date. (B)(4). As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage including, but not limited to inferior vena caval thrombosis, collateral veins and inferior vena caval occlusion. The patient is afraid, and has stress, anxiety and loss of enjoyment of life. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Collateral circulation does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage including, but not limited to inferior vena caval thrombosis, collateral veins and inferior vena caval occlusion. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to him at any moment which has lead the patient to experience fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. The event awareness date was (B)(6) 2015. Implant date was stated as (B)(6) 2008. Occupation: other, senior counsel, litigation. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and paraplegia. The filter was successfully implanted via the right jugular vein. The filter was deployed in the infrarenal inferior vena cava with its tip at the mid l2 vertebral body level. There were no complications during the procedure. Additional information received per the patient profile form (ppf) states that the patient also experienced blood clots, clotting. The patient became aware of the reported events approximately seven years and five months after the index procedure. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage including, but not limited to inferior vena caval thrombosis, collateral veins and inferior vena caval occlusion. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has lead the patient to experience fear, stress, anxiety and loss of enjoyment of life. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and paraplegia. The filter was successfully implanted via the right jugular vein. The filter was deployed in the infrarenal inferior vena cava (ivc) with its tip at the mid l2 vertebral body level. There were no complications during the procedure. Additional information received per the patient profile form states that the patient also experienced blood clots, clotting. The patient became aware of the reported events approximately seven years and five months after the index procedure. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the vasculature do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review, the reported events could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.